Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Release records were reviewed and the product met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he had to be hospitalized for high blood glucose and at the hospital they placed him on an intravenous therapy of insulin. It took them 24 hours to get his bg down.